Event description:
It was reported that during an esophageal cancer resection procedure, the device appeared to function properly. All staples were completely formed. After half an hour, blood was found in the drain tube. After 13 hours, re-operation was given. The surgeon found a little artery was hurt by the staple. This led to bleeding, now the pt is fine.